Event description:
It was reported via repair work order that the entire unit had intermittent power due to power cord power prong was bent and damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.